Event description:
It was reported the right atrial (ra) lead was found to have no capture. An x-ray revealed the lead was dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 bi-v ipg (B)(6) 2015. (B)(4).